Event description:
It was reported, the patient was having trouble charging since a year prior to report but had put it off and recently his health care provider (hcp) told him to contact the manufacturer (MFR). It was noted, the hcp did not work with the manufacturer's devices and the patient last charged a year prior to report. It was logged, the last time the patient felt stimulation was a year prior to report. It was noted, the neurostimulator (ins) was possibly in overdischarge because, it was not charged for a year and the ins would need to be checked. It was reported an ins overdischarge was suspected. It was reported that a problem with a patient¿s implantable neurostimulator (ins) was alleged. It was stated that the caller was able to walk in to see a patient who let his battery die. It was noted that additional information was requested but not available at the time of this report. It was noted that the caller hung up abruptly. Additional information received reported that the patient had been in overdischarge and they were unable to trickle charge. It was stated that the patient has decided to ¿move forward with a non-rechargeable battery¿. It was reported that he was getting good stimulation prior to his battery dying. Additional information received about 2 months later noted the reason for overdischarge was patient compliance. [Information previously reported under MFR report # 3007566237-2014-00766. All additional information received regarding aforementioned MFR report will be submitted as a part of this report.]

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).